Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had inserted a sensor and site was bleeding. Customer reported their blood glucose was 45 mg/dl. Customer stated the blood glucose was visible on the sensor connector. Customer was advised to change the sensor. No further information reported.